Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels. The reported blood glucose levels were 253 mg/dl at the time of the call. The customer declined troubleshooting on the insulin pump.